Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unspecified implant procedure, ventricular fibrillation (vf) was induced and ventricular undersensing was observed. The patient implanted with this device was externally rescued. Vf was retested with automatic gain control (agc) at 0.4millivolts and the device operated within specifications. No further complications were observed.